Event description:
Approx 5 hours after pumping began, a "high pressure alarm" occurred. A water droplet was observed in connecting tubing. Pump was exchanged off pt. There were no reported pt complications.